Event description:
It was reported that the right ventricular (rv) lead triggered a warning for short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: c154dwk ICD implanted: (B)(6) 2009; 6940-45 lead implanted: (B)(6) 2000. (B)(4).